Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference report 0001032347-2017-00209.

Event description:
A bill only was received identifying explanted screws. Upon follow up, it was reported the screws were inserted then removed as the surgeon decided they were not needed. The sales associate stated sometimes the screws were removed and nothing inserted in its place and sometimes emergency screws were placed.